Manufacturer narrative:
Good faith effort attempts are being made to try and retrieve additional details regarding the reported event, but further information has not been obtained. E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that a device issue occurred resulting in an aborted procedure. A polaris mmg system was used for the ultrasound examination of the target lesion. During the procedure, the physician identified a malfunction, an error code was reported, and all the monitors turned blue. The procedure was not completed due to this event. There was no patient complications reported.